Manufacturer narrative:
The returned lens was confirmed to be within specifications. No similar complaints have been received on this lot. This report was mailed in to FDA on: 5/8/97.

Event description:
Patient continues to do well and current visual acuity is 20/30+2 distance and 20/20 near.